Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the tips of the forceps were found to be bent. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces.

Event description:
On 08/31/2021 it was reported by a sales rep via email that an ar-8943-07 bone reduction forceps the sharp part of the tip is bent. A new product was used, and the case was completed. There was no case/patient involvement reported. No additional information was provided.